Event description:
It was reported that the device was failed accuracy test by +6.85%. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
One device was received for analysis of complaint that device failed accuracy test +6.85%. Review of event log found no relevant error codes. There was no 12-month service history. Visual and functional testing was performed. Ran delivery accuracy 4 times. All 4 results were within the specification window of accuracy. Device passes downstream occlusion tests and calibrates as expected. Unable to duplicate over or under infusion. No repairs were conducted at this time to resolve the reported issue as it cannot be duplicated. Device passed all testing criteria.